Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient the meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 9:55 am, the result from the meter was >8.0 inr. At 9:57 am, the result from the meter was >8.0 inr. Customer used another strip lot 49408221 expiration date 31-mar-2021. The same finger was used as was used for the initial test. At 9:59 am, the result from the meter was >8.0 inr. Customer used another strip lot 49408221 expiration date 31-mar-2021. The same finger was used as was used for the initial test. Per product labeling, "never add more blood to test strip after test has begun or perform another test using the same fingerstick". At 10:29 am, the result from the meter was >8.0 inr. Customer used strip lot 43492321 expiration date 30-apr-2021 for this test. At 1:00 pm, the result from the laboratory was 5.6 inr. The customer has a therapeutic range of 2.5-3.5 inr.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results with strip lot. 43492321 (qc range = 2.2 - 3.4 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.7 inr testing results with strip lot. 49408221 (qc range = 2.1 - 3.3 inr): qc 1: 2.6 inr qc 2: 2.6 inr qc 3: 2.6 inr testing results with strip lot. 48628721 (qc range = 2.2 - 3.4 inr): qc 1: 2.7 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 have been updated.